Event description:
The customer reported via phone call that she had issues with the cannula crimping. Customer stated that she is thinner and has scar tissue. Customer was noticing it when she sleeps and she can bend it. Customer had to change her pump sometimes 4 days in a row. Customer is going through supplies and has sent some back for analysis. Customer stated that the bent cannula issue has been on and off. Customer's blood glucose will go up between 300-500 mg/dl. Customer takes a shot and then changes it and sees the cannula is bent. Customer mentioned that she broke her belt clip 2 days ago. Customer's blood glucose was 135 mg/dl. Customer declined troubleshooting for high blood glucose because she knows it was due to the bent cannulas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.